Manufacturer narrative:
The device referenced in this report was returned to siemens for investigation. During visual inspection, a bite mark was found on the articulation area. System testing was executed and no system error was able to be reproduced. Other functional tests were conducted and the transducer was confirmed to be performing to its specifications. Based on the results of the investigation, there was no trouble found as the root cause of the reported error could not be identified. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was put under anesthesia prior to undergoing a heart exam. During the exam, when the transducer was connected to the ultrasound system, it generated a usacquisitionhw_0 error. This also caused the system to intermittently freeze. The doctor pulled out the transducer from the patient and then rebooted the system to restore functionality. A new transducer was reinserted into the patient to continue and complete the exam. There was a delay of approximately 15 minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.